Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that noise and oversening were reported on the right atrial (ra) lead during an episode of atrial arrhythmia. The ra lead remains in use. No patient complications have been reported as a result of this event.